Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin (1 g, intraperitoneal, duration and frequency not reported) and injection fortum (intraperitoneal, dose, duration, and frequency not reported) for peritonitis. The patient's recovery status was unknown. Action taken with dianeal therapy was not reported. No additional information is available.